Event description:
It was reported that a failure to capture was discovered on the right ventricular (rv) lead. The suspected cause of the event was undesirable implant location. The lead was repositioned to resolve the event. The patient was stable and there were no consequences.